Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified that there was white foreign material stuck under the second electrode and it was lifted. Initially it was reported that there was noise on the distal electrode of the catheter displayed on the carto 3 system and the recording system. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. The ngen generator was used for ablation. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-apr-2024 there was white foreign material stuck under the second electrode and it was lifted. This event was originally considered non-reportable, however, bwi became aware of white foreign material stuck under the second electrode and it was lifted on 30-apr-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-apr-2024. The device evaluation was completed on 30-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, electrical test, and fourier transformed infrared spectroscopy (ftir) analysis of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that white foreign material was stuck under the second electrode and that it was lifted. An electrical test was performed, and no readings were observed on the second electrode. A ftir analysis was performed on the white foreign material, it was found that is composed of polyethylene/barium sulfate. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer was confirmed as it could be related to the electrode damage. The potential cause of the electrode damage and foreign material may be related to the interaction of this device with the sheath, as the material found is widely used in medical devices. The instructions for use contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. Do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. Do not scrub or twist the distal tip electrode during cleaning. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: pc-001567506